Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Insulin deliveries were resumed resolving the occlusion. Blood glucose level ranged between 200-250 mg/dl.